Event description:
It was reported the patient was unable to establish communication between his ipg and external devices. It was also reported the patient had not recharged his ipg in months and the patient ipg was inoperable. Subsequently, the patient underwent surgical intervention on (B)(6) 2015, where the ipg was explanted and replaced.

Manufacturer narrative:
Correction numbers: 1627487-07262012-002-r; 1627487-12192011-003-r. This ipg serial number was included in field advisories. UDI (di): (B)(4)l. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.